Manufacturer narrative:
The reported event was confirmed cause unknown. Visual evaluation of the returned sample noted one opened (without original packaging), used silicone foley. Visual inspection of the sample noted a hole/tear on the inflation funnel. This is out of specification which states, "the cap and valve must be present and assembled. The tip of the black valve material should be visible on the cap surface [3] without cuts. A potential root cause for this failure mode could be ¿torn funnel during valve / cap assembly¿. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. A labeling review was not performed because labelling could not have prevented the reported failure. Section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that water leaked from the funnel of the foley catheter when sterile distilled water was injected through the valve using a syringe. It was noted that the they found a crack in the funnel.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that water leaked from the funnel of the foley catheter when sterile distilled water was injected through the valve using a syringe. They found a crack in the funnel.